Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 451 mg/dl at the time of incident. The customer was feeling weak due to high blood glucose value. The customer treated high blood glucose with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. Customer alleged that the insulin pump was under delivering as blood glucose was not going down after multiple bolus. Customer reported that the insulin pump received unexpected restart. A cold reset was performed alarm. Customer reported high blood glucose event was related to the cybersecurity. No further patient complications were reported. Troubleshooting was performed; however, the customer will discontinue use of the device.  Frn-mmt-332-rsvr, unomed inf set

Manufacturer narrative:
The customer returned the pump for alleged cyber security - hacking allegation, possible under delivery anomaly, and a21 alarm on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. No possible under delivery anomaly noted. No a21 alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses delivered on the event date in the pump history file. 09/15/2022 05:20:44.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 4.8. Bolus amount delivered = 4.8. On (B)(6) 2022 09:01:56.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 4.1. Bolus amount delivered = 4.1. On (B)(6) 2022 13:43:52.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 10.8. Bolus amount delivered = 10.8. On (B)(6) 2022 17:37:44.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 9.2. Bolus amount delivered = 9.2. Please see below for the user suspend alarm noted on the event date in the pump history file. On (B)(6) 2022 15:33:31.000 insulin delivery stopped. Reason for insulin delivery suspension = user suspended. There was no "auto suspend alarm" noted in pump history file. There was only a no reservoir alarm listed on the event date in the pump history file below. On (B)(6) 2022 15:19:04.000 alarm alert notification. System time: on (B)(6) 2022 15:19:04.000. Fault number = no reservoir alarm (66). Date: on (B)(6) 2023. Who: (B)(4): r&d software engineer. Details: user reported the following unexplained changes on (B)(6) 2022: cancel bolus and basal suspension. Based on a review of the pump history file, pump history on (B)(6) 2022 12 45 pm. Formatted history, for insulin delivery cancellations recorded on (B)(6) 2022, it was determined that the pump performed as expected. Investigation has determined the insulin delivery cancellations recorded on (B)(6) 2022, were a result of user performing rewinds and initiating a self-test. Is this a confirmed breach? No. Rationale: cancellations were a result of user-initiated functions ¿ rewind and self-test. The pump passed the functional testing. Possible under delivery anomaly not confirmed. Cyber security - hacking allegation not confirmed. A21 alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.